Event description:
It was reported that this device exhibited premature battery depletion (pbd). The device was implanted in 2020, and the battery longevity dropped to 2 years remaining. The patient is dependent on this pacemaker system. This device currently remains in service and the plan is to continue monitoring. No adverse patient effects were reported. Additional information received indicated that data analysis was performed and technical services (ts) confirmed that this device was depleting normally. There was no evidence of premature battery depletion (pbd). This device had no unusual faults or resets, and the battery voltage, current consumption was within expectations based on therapy programming. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). The device was implanted in 2020, and the battery longevity dropped to 2 years remaining. The patient is dependent on this pacemaker system. This device currently remains in service and the plan is to continue monitoring. No adverse patient effects were reported.